Event description:
(B)(6) male pt suffered laceration requiring suture repair to right medial aspect of the lower leg while standing next to the bed while the bed was being lowered by a staff member. It appears that the lower siderail came into contact with the pt's right leg while the bed was being lowered, causing the laceration into subcutaneous tissue. The pt was wearing pajama bottoms and antiembolism hose at the time of the incident. The pt suffered from lower extremity edema and friable skin. The pt required 16 sutures to close the wound. The bed was taken out of service and inspected; it appeared that the entrapment sensors were functioning properly; however, the bed will continue to lower if a body part if touching the side rail, as was apparently this case. The lower side rail has a somewhat sharp edge.